Manufacturer narrative:
(B)(4). Batch # p5879g. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the device deliver any staples? Yes . If yes, were the staples formed properly? Yes . If yes, was the staple line complete? No . Did the device cut? Yes . If yes, was the cut line complete? Yes . If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No . Was there any difficulty opening the device? No . If yes, how was the device removed from the patient? If yes, did the jaws eventually open? No.

Event description:
It was reported that the device did not staple properly. No parts remaining in patient's body. No harm to the patient. No surgery delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p5879g. Investigation summary: the analysis results showed that one gst60g cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.